Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that an external dialyzer blood leak occurred immediately at the onset of a patient¿s hemodialysis (hd) treatment. The blood leak was seen coming from the arterial end of the dialyzer, where the header screws onto the body of the device. Upon further inspection of the device, the cm stated that a crack was identified on the header. It was confirmed that the device was not dropped prior to use. The machine, a fresenius 2008t hd system, did not alarm. Fresenius bloodlines were also being utilized for the treatment. After the blood leak was identified, the patient¿s treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be returned for evaluation as it was reportedly discarded. However, photos of the device were provided for review.

Event description:
A user facility clinical manager (cm) reported that an external dialyzer blood leak occurred immediately at the onset of a patient¿s hemodialysis (hd) treatment. The blood leak was seen coming from the arterial end of the dialyzer, where the header screws onto the body of the device. Upon further inspection of the device, the cm stated that a crack was identified on the header. It was confirmed that the device was not dropped prior to use. The machine, a fresenius 2008t hd system, did not alarm. Fresenius bloodlines were also being utilized for the treatment. After the blood leak was identified, the patient¿s treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be returned for evaluation as it was reportedly discarded. However, photos of the device were provided for review.

Manufacturer narrative:
Plant investigation: the reported complaint was confirmed based on the provided photos. The first photo shows a close up of one end of the dialyzer where there are cracks visible on the header. The second photo shows a close up of the top portion of the product label. The third photo shows the blood end connection. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Vision systems and blood leak reduction capas are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The complaint was confirmed due to the cracked header. The probable cause for this failure to occur could be rough handling of the dialyzer during manufacturing, shipping, or by the end user. Since it is unknown where the damage may have occurred, a probable cause could not be established.